Event description:
During an endoscopy, the physician used a cook hemospray endoscopic hemostat. After being opened and activated they went to test the device and there was no co2. Procedure was completed by using the another of the same device. This occurred prior to patient contact so a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in a clear bio bag, provided with the return was a lid stock from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved could not confirm the report. Not all components were included in the return (no catheters were returned). The device was returned with the on/off switch in the "on" position. The red activation knob was disengaged and removed from the handle indicating deactivation of the carbon dioxide (co2) cartridge. The red activation knob, co2 cartridge, and foam were free within the bio bag. Powder was present on the exterior of the device and a trace amount of powder was noted within the device nozzle. The co2 cartridge was fully punctured. The foam insert was present, and while it was no longer within the handle, the indentations on the foam indicated it was correctly oriented inside the device with the slits facing toward the activation knob. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge and activation knob, the device sprayed powder as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot # said to be involved was reviewed. Nonconformances that could potentially be related to the complaint were contained in the associated DHR. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. Investigation conclusion: the laboratory evaluation of the returned device could not confirm the report because the device sprayed as intended when tested with a new co2 cartridge and activation knob. The root cause for the report of unable to spray is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device not being able to spray powder. However, we could not conduct a complete investigation because neither of the two catheters were returned for evaluation. This limits our ability to conclusively determine a cause. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: based on the information provided that user tested the device prior to use, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.